Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and continued for approximately eight minutes, with return of vital signs. The procedure had been underway for about 45 minutes when the anesthesiologist noted worsening vital signs, including decreased oxygen saturation. The anesthesiologist requested a reduction in insufflation pressure; however, the patient¿s blood pressure continued to decline, and an emergency undock was initiated. The procedure was aborted, the patient was closed and admitted to the intensive care unit (ICU). An embolism was believed as a potential cause of the cardiac arrest. It was further suggested that the third-party airseal insufflation system may have contributed, due to a minor venous injury. The hospital reported that a small amount of air may have entered the venous circulation through the injured vein and traveled to the heart, potentially causing cardiac arrest. Additional information has been requested; however, no response has been received.